Event description:
A user facility reported to olympus that during maintenance of the evis lucera duodenovideoscope, the scope forceps elevator wire (k-wire) broke. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, the inside of the scope light guide lens was dirty and forceps elevator wire (k-wire) was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, insertion not working due to damage of channel tube, liquid leaks due to perforation of channel tube, adhesive part of the angle rubber broken, crumple at the connecting tube, pin-hole at the switch 1 and electrical connector corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, foreign material could not be removed by reprocessing, because its adhering area was not external surface of the device. The foreign material could not be identified. Based on the results of the investigation for phenomenon two, it is likely that the light guide lens (lg-lens) glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can prevented by following the instructions for use: "preparation and inspection - inspection of the forceps elevator mechanism. Cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet.¿ olympus will continue to monitor field performance for this device.